Manufacturer narrative:
Amendment: per sales representative response, the device was explanted due to physician preference, therefore, this does not meet reportability criteria, please disregard report 2124215.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.